Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and remained on after the customer delivered a bolus. Subsequently, the battery depleted and the pump shut off. Customer confirmed pump display turned on when plugged into a power source. The customer's blood glucose was 232mg/dl. Customer continued to use the pump for insulin therapy.